Event description:
Review current egm for atrial undersensing during at/af events. Review stored episode(s) 191 for undersensing on ventricular lead. No observed impact to overall device function or performance. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"